Event description:
It was reported that the patient presented to the emergency department (ed) with shortness of breath and cough with mild hemoptysis for two (2) days. The patient was started on azithromycin. Also, the patient complained of abdominal bloating, unable to lay flat at night and muscle cramps. Mean arterial pressure (map) was 82 mmhg and heart rate were 95 beats/min. The patient was admitted for congestive heart failure with assessment of volume overload. Transthoracic echocardiogram (tte) showed no significant changes, and the patient was given intravenous (IV) furosemide and then discharged home. It was further reported that a day after the patient was discharged home on new diuretic regimen of torsemide and spironolactone, they were readmitted for acute on chronic decompensated heart failure exacerbation. The patient presented with complaint of muscle cramps, headaches, mild shortness of breath, orthopnea, and lower extremity edema. X-ray was done and showed pulmonary congestion. They felt dry and might have increased water intake. Volume was optimized and the patient was diuresed. The patient returned to goal weight, diuretic was switched to torsemide, and they were given flexeril for spasm. The next day, repeat x-ray showed pulmonary congestion improving. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with shortness of breath and cough with mild hemoptysis for two days and was started on azithromycin. The patient also complained of abdominal bloating, an inability to lay flat at night, and muscle cramps. The patient was admitted for congestive heart failure with assessment of volume overload. A transthoracic echocardiogram showed no significant changes, and the patient was given intravenous furosemide and discharged home. A day later, they were readmitted for acute on chronic decompensated heart failure exacerbation. The patient presented with complaint of muscle cramps, headaches, mild shortness of breath, orthopnea, and lower extremity edema, and an x-ray showed pulmonary congestion. The patient may have had increased water intake; volume was optimized and the patient was diuresed. The next day, repeat x-ray showed pulmonary congestion improving. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, worsening heart failure and bleeding are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of worsening heart failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This information was received from the mechanical circulatory support product surveillance registry study. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.